Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a urinary catheter. The customer stated the foley catheter balloon could not be deflated. The customer indicated the catheter was cut to allow the balloon to deflate but it did not deflate, add'l intervention was required to rupture the balloon.